Event description:
The doctor was unable to insert the iab. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 1/12/98.) (Pt's current status: unk- 1/12/98.)